Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a cut on the cable and an e226/e216 errors were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd 3cmos camera head image disappears temporarily. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was also a failure of the charge coupled device unit. However, the definitive root cause of the defective charge coupled device unit could not be determined. Regarding the temporary image loss, e226 and e216 errors, it is likely these were caused by cable deterioration by use over time. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.